Manufacturer narrative:
The service rep ordered and delivered a surge suppressor to the customer. The customer will repair system.

Event description:
The customer reported the 2800 system will not boot. No pt injury was reported.